Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported nearly 10 months after the dental implant and abutment were placed in ada site 23, the implant lost osseointegration in type ii bone. The site was grafted. Clinician reports fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. (B)(4).

Event description:
The clinician reported nearly 10 months after the dental implant and abutment were placed in ada site 23, the implant lost osseointegration in type ii bone. The site was grafted. Clinician reports fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).